Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported " breast implant port failure". During implant surgery device was noted to be defective and was removed. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "port failure".

Event description:
Healthcare professional reported " breast implant port failure". During implant surgery device was noted to be defective and was removed. It is unknown if surgery was completed with a backup device.